Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4); concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the 37761 sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) had a broken connector pin, and that the ins recharger (insr) was not charging when connected to the dtc. The patient stated that they were in great pain. A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this event.